Manufacturer narrative:
The device history record (DHR) review showed all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A walk through of the process was carried out in the manufacturing line. All process and controls were found to be followed correctly. One sample was received. Visual inspection was completed, confirming the reported issue. The catheter is supplied to this manufacturing site by a vendor. This site is responsible for the packing and sterilization process only. Because of this, the sample has been forwarded on to the vendor for their investigation. When their investigation is completed, the investigation will be updated. This complaint will be used for tracking and trending purposes. D4 the unique identifier was corrected.

Event description:
The customer reported during a procedure, the nozzle has separated from the cannula yankauer sleeve.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No sample was available for evaluation. Without a sample we are unable to determine the root cause or implement any corrective actions. The complaint could not be confirmed. A walkthrough of the process was carried out showing all process and controls were followed correctly, the yankauer is supplied to this manufacturing site by a vendor. The vendor was notified of the complaint, and a review of their DHR showed inspections were acceptable on their work order. Complaint trending will continue to be monitored. The associated data will be fed into the risk management quarterly report.